Event description:
It was reported a portion of the coating detached from this guidewire upon withdrawal from the pt's renal artery during an arteriography procedure. The detached segment migrated to the pt's tibial artery. No pt complications were reported. No further info was available regarding the circumstances surrounding this event. Directions for use state: "as with any other guidewire, to avoid damaging the surface of the guide wire, do not withdraw through a metal cannula."

Manufacturer narrative:
This device was received, evaluated and retained by this MFR. The engineering evaluation indicated the distal tip of the coating was missing from the wire and not returned for evaluation. The remaining coating exhibited damage.